Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer initially called to report no delivery and motor error alarms. He then mentioned that, he had been hospitalized due to dka. Customer was very irritable and was vomiting when he was hospitalized. Nothing further was reported.